Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient does not think the antibiotics and silver nitrate treatments are device/therapy related. Patient reported, "it just doesn't work so well for me if I don't have silver nitrate treatment." The cause of the large intestine removal surgery was not device related. Steps taken to resolve the return of symptoms and shocking/cramping was the patient turned "it" down. Return of symptoms and shocking/cramping has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient did not know the reason for the antibiotics and silver nitrate treatments and did not know if they were related to the device or therapy. It was reported that the large intestine removal procedure was not related to the device or therapy. The patient reported changing the program from program 1 to program 3 and that "it helped."

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms in (B)(6) of 2016 and it has gotten worse. The patient reported that they were on antibiotics and having silver nitrate treatments which they thought were causing the problem. It was reported that the patient felt like they had to go when they were standing up, but they could hold it for up to 8 hours when sitting. The patient switched from program 1 to program 2 at 1.2v to program 3 at 1.2v. The patient reported that they were having shocking and cramping down the legs while in bed on and off since implant. The patient had their large intestine removed. The patient also mentioned that one program caused a lot of pain, but they didn't remember which program or when.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.